Event description:
Surgeon found it very difficult to slide the device (calcar post resection ring) onto calcar post. Surgeon had to tap the device with the mallet in order to make it work. There were no adverse events, medical interventions or delays.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00671.